Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient lead has impedance >3000 and loc. Sensing is still present per representative. Representative will consult with md for appropriate course of action. On (B)(6) 2016 device remains implanted.